Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill did not correctly function. It stated that it only ¿unmelted ¿twice when connected to power/base unit. Dismantled and re-attempted multiple times. There was no patient harm. The surgery was prolonged about 30mins. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device jerked tice when connected to the power/base unit.

Manufacturer narrative:
Additional product code: gfg. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.